Manufacturer narrative:
No button error alarms noted during testing. The device had intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, customer was attempting to bolus and the buttons on the insulin pump weren't responding. Then a few minutes later the device had alarmed button error. Customer's blood glucose was 209 mg/dl. Customer was unable to clear the alarm. Customer agreed to return the device for analysis.